Event description:
Pt reported experiencing elevated blood glucose (597 mg/dl) prior to surgery, pt indicated that surgery was not due to any internal infection that could affect his blood glucose. Pt indicated that he changed his infusion set two days piror and that he was not sure if his blood glucose had been infusion sets longer than recommended. Pt indicated that he had administered a 12 unit bolus and could "feel the sting." Pt indicated that if he were to disconnect and bolus or prime the device, insulin would drip from the tubing. Pt indicated that his normal basal intake was 20-30 units. However, the current week pt reported using 40-50 units of insulin. Pt indicated that he would disconnect from the infusion device during surgery and receive IV insulin. Pt was not returning product.